Event description:
It was reported that the user requested a factory reset after experiencing low blood glucose following lunch meal announcements while using the ilet, describing that the device delivered too much insulin and prompting the user to disconnect and use backup insulin injections for over ten days. Symptoms included hypoglycemia with readings as low as 40¿50 mg/dl, one documented value of 57 mg/dl, blurred vision, and the need to treat with oral glucose and candy. Outcomes included low glucose requiring self-treatment with oral carbohydrates and transition to backup therapy. Troubleshooting and education were completed with the user. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with no specific device component or malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.